Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. A probable cause for the phenomenon ¿due to failure of the converter, fuse blows¿ was the converter failure. The cause of the failure of the converter cannot be identified. It has been over 18 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the video system fuse blows when the power is turned on. The event occurred during an unspecified diagnostic procedure. The procedure was completed without a delay, using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The fuse had blown out. In addition, the output connector (light guide connector) was hard to connect due to wear. The video connector contact had corrosion. The date, time, and settings were reset because the battery was dead. The fuse was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.